Manufacturer narrative:
The field service engineer (fse) replaced the s-lyse (stabilyse) pump and resolved the air leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the faulty s-lyse (stabilyse) pump. (B)(4).

Event description:
The affiliate stated the customer reported issues with the s-lyse pump involving the coulter lh 750 hematology analyzer. The customer stated approximately two months after replacement, the pump started to leak air. The customer indicated patient results were not generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.